Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) went to the customer¿s site, and evaluated the ventilator. The cse replaced the compressor water trap and resolved the issue. The device passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator's compressor became inoperable. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.